Event description:
It was reported that cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. The customer declined trouble shooting with tandem customer service support. There was no reported adverse impact to the customer's blood glucose level.